Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced drawer 7 pyxibus cable on auxiliary medstation unit which had exposed wire sparked and also replaced cubie tray row b on drawer 5.2 and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 3.2 pocket b3 failed. The customer attempted troubleshooting by restart the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of hardware failure main drawer 3.2-pkt b3 was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse replaced the 7-drawer pyxibus cable on the auxiliary medstation unit after observing a spark from an exposed wire. The fse also replaced the cubie tray row b on auxiliary hh drawer 5.2. During dchu visual inspection: p/n 121085-01: was received with the black marks and copper strands exposed. P/n 356450-01: was received with signs of thermal damage. During dchu testing o p/n 121085-01: the testing from dchu was not necessarily due to the thermal damage observed during the external inspection. P/n 356450-01: the testing from dchu was not necessarily due to the thermal damage observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint hardware failure - main drawer 3.2 pkt b3was due to: the damaged assy cbl pyxibus 7 drawer (p/n 121085-01) which had signs of exposed copper strands which led to the observed thermal damage and compromised the drawers functionality. A faulty assy tray hh (p/n 356450-01) which had signs of physical damage on front and back side, which prevents the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 3.2 pocket b3 failed. The customer attempted troubleshooting by restart the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per part investigation, it was determined that the cause of the reported drawer issue was exposed copper strands within the assy retractor dwr hh cubie, which led to thermal damage and compromised the drawer's functionality. There were no adverse events or injuries reported based on this event.